Event description:
The user facility reported the following series of events while an rn was performing a blood draw on a double lumen PICC: 1. An alcohol swab was used to disinfect the ultrasite valve. 2. A 10cc ll syringe was used to draw blood and was discarded. 3. A second 10cc syringe was used to obtain blood sample. 4. When disconnecting the syringe, a stream of blood shot out of the ultrasite valve hitting the rn in the face. The ultrasite valve was discarded.